Event description:
It was reported that an external fluid leak was observed on a u9000 during use. There was a large amount of fluid leak around the ground of the machine and no alarm was generated. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Per the event description, the technician noticed that the ultrafilter was leaking. Based on past investigations, the most likely failure is a crack in the housing nearby the welding zone. The cause is design related. Should additional relevant information become available, a supplemental report will be submitted.